Manufacturer narrative:
On an unreported date ¿two weeks ago¿, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The treatment for the event was not reported. The patient was not hospitalized for the event. The patient was reported to be afebrile and in the process of recovering. No further information was provided regarding whether pd therapy was ongoing. No additional information is available.